Manufacturer narrative:
This is one event (cardiovascular and cardiovascular) for the same pt involving two separate products, associated mdrs #1225714-2014-01033, 01034 and 01036.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced cardiovascular and cardiovascular event in (B)(6) of 2010, after the use of the product.

Manufacturer narrative:
Additional information received alleged the patient experienced a sudden cardiac event. The additional information is not sufficiently descriptive to be reconciled with or provide further clarification to the initial reported information and what was initially reported. As such, the date initially provided is the best estimate pending confirmation and or clarification from the reporter. Additional inquiries will be sent to the reporter to clarify the number of events and complete details surrounding he circumstances of the event. Any information received will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products; manufacturer report numbers are 1225714-2014-01033, 1225714-2014-01034, 1225714-2014-01035 and 1225714-2014-01036.